Event description:
Dentist advised handpiece got hot and burned pt, resulting in blistering on pt's right inner cheek during crown prep treatment. Pt noted swelling and discomfort following procedure. Dentist prescribed magic mouth wash for treatment and two f/u appointments to evaluate healing.

Manufacturer narrative:
Device history records showed no problems with materials, manufacture, or test of subject device. Returned device was disassembled. Damage was observed in bearing assembly, causing overheating. Device was repaired to original mfg specs. Tests after repair showed no overheating.